Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery cap was unable to be removed from the pump. The reporter confirmed that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/18/2015-product analysis:the device was returned and evaluated by product analysis on 02/26/2015 with the following findings:the battery cap was able to be removed. A battery compartment crack was observed. The battery cap contact height was out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.